Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) were explanted at a surgical intervention due to unknown product performance issues. A new subcutaneous implantable cardioverter defibrillator system was implanted at the same procedure. No additional adverse patient effects were reported.